Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode and was on critical override. A technical support specialist confirmed that hospital information technology was in the process of restarting the server and completing a windows update and follow up was performed after the server reboot was completed, and validation was requested. The server was accessed and logged into as care fusion admin, and a server downtime query was executed, with care fusion coordination engine showing no disconnected flags. The station was accessed and confirmed to no longer be in critical override. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. Also, on critical override, the patient data was not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.